Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, the safety line did not appear during stapling. It was stated that the tissue was very thick. The surgeon stopped and returned to the tissue again, but still did not see the stapling safety line. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, the green bar did not appear during stapling. It was stated that the tumor was very thick. The surgeon stopped and returned to tissue again, but still did not see the stapling safety line. Another device was used to complete the case. There was no patient injury.